Event description:
It was reported that during an unknown procedure, the seal on the sterile device was broken and the device was not able to be used. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). External cause. The complaint indicated that the seal on the package was broken. The sample was returned in an individual carton that was severely damaged. The package inside the carton was damaged at the same location where the carton was damaged. The damage appears to be from hard impact as the rigid blister is bent and the flange area of the blister is crushed, causing a rip in the tyvek. The damage is from the outside. It is suspected that the damage was caused external to packaging process. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.